Event description:
(B)(4). Since getting this device I have severe cramping and pain. I have to take 3 different stomach medication. 1 for ibs and they are still not sure what causing the pain I have. They say gerd acid reflux ibs anorexia and gastritis and etc.... I was diagnosed with degenerative disc disease and have pain so bad that I can not turn my head. I have pain in all of my joints. My hands hurt so bad I can't use them. I am currently look at knee surgery. I have just had roster comb injections and they are not helping. I catch a cold and 2 days later I have pneumonia and have to taken 2 rounds I've levaquine because nothing else works. Its the strongest antibiotic they can give you over the counter. I have allergies now and never in my entire life had them. I have had kidney infections so much that my right kidney is full if scar tissue. I had to have a scope and biobsy done and they could never find what was wrong. All trdt came back normal. So I was put on macrobid for 6 months because I am now immune to bactuim.... My skin is horrible. I have dark marks all over my face and look like I'm going threw puberty again. I have been on meds for acne and nothing helps. The bloating and swelling us unreal. I look like I'm 8 months pregnant. I can boy loose weight and have gain 50 pounds.